Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable bilt3 bilirubin total gen.3 (bilt3) result for a newborn patient sample on the cobas 8000 c 702 module serial number (B)(4). The bilirubin result was 24 mg/dl on the c 702 module. The bilirubin result was 17 mg/dl on the bilirubinometer method. It was asked but not known if the results were from the same sample or the timeframe between the results. The erroneous result was reported to the physician and the condition of the patient was not known. There was no allegation of an adverse event. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.